Event description:
It was reported that the ventilator had an ln vent 1 alarm condition and the o2 blender solenoid number 3 did not operate. It is unk if the ventilator was connected to a pt when t eh reported problems occurred.

Manufacturer narrative:
Na